Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose. Paramedics were called and customer was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer's insulin pump has cracks on the reservoir compartment and display window. Nothing further was reported.